Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Additionally, it was reported that the pump battery was observed to be depleting rapidly. Customer continued to use the pump for insulin therapy and also confirmed manual injections are available. Customer¿s blood glucose was 77 mg/dl.